Event description:
It is reported that the pt is experiencing pain, clicking and the knee is locking up.

Manufacturer narrative:
The info provided on this form was previously submitted under manufacturing report no: 1822565-2013-01843. This report will be amended when our investigation is complete.